Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Device evaluation: one detached needle and a dispensed suture of product code jb840 was received for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture were found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system. The following information was requested, but unavailable: what was the procedure date? No further information is available.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During the procedure when closing the surgical wound on the myometrium by interrupted suturing, the suture was detached from the needle although no extra force was applied. It was a control release needle. There were no patient consequences reported. Additional information was requested.